Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2015, surgery for an intertrochanteric fracture was performed and a (B)(4) proximal femoral nail antirotation (pfna) was implanted. The pfna was 472.107s (B)(4) pfna extra small 130 degrees 12mm-170mm. At the time of the nail insertion, although the surgeon had felt it was a little bit tight, the correct insertion was completed. During drilling, the drill interfered with the nail at the distal lateral screw hole. After the numerous attempts, the surgeon finally was able to complete the drilling and complete the procedure. There was a 15-minute delay in the surgery but there was no harm to the patient. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.